Event description:
On (B)(6) 2011, a vns implanting surgeon's nurse reported that their handheld was not working correctly and they were pretty sure that it was freezing on the device diagnostics screen. The issue occurred a couple of weeks ago and has happened multiple times. The nurse then retrieved an unopened generator from storage and was able to interrogate it with the handheld successfully. The manufacturer's consultant visited the surgeon in an attempt to troubleshoot the handheld. When he first interrogated a dummy generator the screen froze on the "interrogation successful" screen. A hard reset was performed and then the handheld seemed to be working correctly. The consultant reported that the surgeon would still like his programming system replaced. The programming system was returned to the manufacturer for product analysis on (B)(6) 2011 that has not yet been completed on the handheld and flashcard. Product analysis was completed on the wand on (B)(6) 2011. A dislodged strain-relief grommet on the serial data cable was found, rendering the strain-relief function ineffective. However, analysis confirmed the integrity of the serial data cable continuity was not compromised by the dislodged strain-relief grommet. Internal visual inspection found all the connections were intact. It is not known why the strain relief grommet became dislodged from its intended location. Although there was a visual anomaly with the strain relief grommet, it had no adverse effect on device functionality and the programming wand performed according to functional specifications. When additional information is received, it will be reported.